Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus multiple times, and delivered too much insulin. The customer's blood glucose level was 64 mg/dl, and was treated with juice. Recommendation was made to consult with health care provider regarding diabetes management.